Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, no efficient capture was noted and the patient experienced syncope. Technical support suggested reprogramming the device.